Event description:
The customer reported a frozen screen and unresponsive buttons. The time on the screen did not advance. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had blank display, problem isolated to interface board. Unable to test for frozen screen and time/clock anomaly due to blank display. No constant tone noted.